Manufacturer narrative:
Internal reference number: (B)(4) . Manufacturer narrative: the returned product was received opened but not used. The state in which the product was returned prevented verification of the material number indicated on the complaint file. The information provided by the customer was used to process this complaint. Visual inspection showed a virtually unscathed abutment and screw. The returned screw appeared to be narrower than the screw that should have been supplied with this abutment, material 37892 (clinical screw conical connection rp/wp). The screw head appeared to be straight, rather than angled inward at the top. The returned screw did not have a black coating. The size, shape, and color of the returned screw indicated that it was material 37891 (clinical screw conical connection np). The returned screw was compared with the technical drawings 34201, and 37826. The length, and diameter correspond with the technical drawing 37826, material 37891. Trend analysis indicated 1 similar complaints with the same material and batch combination, internal reference number 202336304 .a device history check found no anomalies from the production process and retain samples conformed. Detectability of the wrong screw is noticeable as the screw will not tighten when placed due to the narrow platform. The customer will not accidentally place the wrong screw. Should the customer not have a replacement screw at the time of loading, the most likely outcome would be a delay in loading the abutment onto the implant which would not result in patient injury. Corrected data: additional data included in this submission include: patient identifier: none, (B)(4).

Event description:
On (B)(6) 2019 a customer informed nobel biocare that product material number 36669 (esthetic abutment cc rp 4.5mm), batch number 13075989, was packaged with an incorrect screw. The customer returned the product, which was received by the manufacturer on (B)(6), 2019.

Manufacturer narrative:
(B)(4).

Event description:
Nobel biocare was verbally informed by the customer on the (B)(6) 2019 that ordered material #(B)(4) (esthetic abutment cc rp 1.5mm) batch #13075989 contained an incorrect screw. Nobel biocare received the returned product on the august 19, 2019. No further information is available at this moment.